Event description:
I inserted a new dexcom g7 on (B)(6) 2026 at 1628. Information for g7 sent in pics. From the time of insertion until over 24 hours after insertion, this g7 was inaccurate. I do wear an omnipod 5 insulin pump, that relies on accurate cgm information to give me accurate doses of insulin. Here are the blood sugars I checked with a fingerstick and the inaccuracies since insertion between the dexcom and my fingerstick blood sugars: I checked my fingerstick blood sugars with a contour next one glucose monitor. (B)(6) 2026 1854 dexcom 240 fingerstick 279 no calibration done (B)(6) 2026 2034 dexcom 39 fingerstick 170 calibration done (B)(6) 2026 2146 dexcom 82 fingerstick 67 no calibration done (B)(6) 2026 2232 dexcom 113 fingerstick 117 no calibration done (B)(6) 2026 2318 dexcom 64 fingerstick 93 calibration done (B)(6) 2026 0009 dexcom 83 fingerstick 108 calibration done (B)(6) 2026 1407 dexcom 58 fingerstick 108 calibration done (B)(6) 2026 1623 dexcom 241 and rising fingerstick 167 sensor removed! Other dexcom reading before this listed below - I did not check fingersticks as I was working out during this time. 1441 - 146 (this was probably accurate, and the next one is where it was likely wrong and continued that way, I didn't eat anything to make it jump up by 73. I also had just started my workout, and my sugars drop with exercise). During the times below, my pump gave me insulin! Time - dexcom - insulin units given 1446 - 219 - 0.05 1451 - 227 - 0 1456 - 221 - 0.05 1501 - 224 - 0.05 1506 - 226 - 0.05 1511 - 223 - 0.1 1516 - 223 - 0.25 1521 -? - 0.2 1526 - 234 - 0.25 1531 - 222 - 0.2 1536 - 229 - 0.2 1541 - 223 - 0.15 1546 - 218 - 0.15 1551 - 206 - 0.1 1556 - 189 - 0.05 1601 - 217 - 0 1606 - 231 - 0.15 1611 - 198 - 0.2 1616 - 219 - 0.2 1621 - 241 - 0.3 sensor replaced and warmup following (no readings) 1634 ----------0.3 1639 ----------0.3 1644 ----------0.3 1649 ----------0.1 at 1654, the new sensor warmup completed and was 100 less than 30 minutes prior. 1654 - dexcom 138 fingerstick 140 I was bolused insulin from my omnipod pump based on a glucose of 241 and rising sugar for 2 hours prior to this. At 1814, I was hypoglycemic at 67, and my sugar was down to 59 by 1824 from all of the insulin my pump gave me based on the inaccuracy of the dexcom. It would have gone much lower if I didn't eat sugar once I knew it was dropping. If I was asleep during all of this, I could have died - my omnipod would continue to give me insulin based on the inaccurate high sugars from the dexcom. Nothing would have alarmed or woken me up as the dexcom was relaying inaccurate information to my pump that my sugar was high and it should be giving me insulin. There was no way for me to know that I was low. I could have easily died from this event. I am afraid of trusting this product as a "no fingerstick" cgm it was meant to be. Fortunately, this happened when I was awake. Please reach out if you need further information. I have reported many other dexcom g7's for inaccuracies, but this one really scared me realizing dexcom could have caused my death. Thank you for reviewing this. (B)(6).